Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with three photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 3017212, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed an un-retracted 20 gauge insyte autoguard needle assembly. Based on the angle of the photo the engineer could not determine if the safety activation button had been pressed. Additionally, no damage or defects were visible in the provided photos that could have caused or contributed to retraction failure. Therefore, based off the provided photos the engineer was unable to verify the reported defect. Since no defects could be identified in the provided photos the engineer could not determine a definitive root cause for this incident. For a more thorough investigation a physical sample would need to be available for evaluation and testing. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter's needle would not retract. The following was translated from spanish to english: when channeling the patient is finished, the safety button of the insyte is not activated. It is reported due to the risk that the assistance personnel were exposed by not activating the security button. The medical device was discarded for being sharp and contaminated.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter's needle would not retract. The following was translated from spanish to english: when channeling the patient is finished, the safety button of the insyte is not activated. It is reported due to the risk that the assistance personnel were exposed by not activating the security button. The medical device was discarded for being sharp and contaminated.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.